Event description:
It was reported by an aci sales professional that a male pt underwent a coronary intervention on (B) (6) 2010. Access was obtained via a 6f sheath in the right groin. Following the procedure, the physician trained to the mynx, chose the device for femoral arterial closure. The device was prepped and deployed per instructions for use. The physician felt resistance trying to remove the device through the advancer tube. He decided to pull harder to remove the device. Once the device was removed, the doctor noted that the balloon tip was gone. Hemostasis was achieved however, the cardiac surgeon performed an ultrasound which revealed what they assessed to be the tip of the device in the artery and a portion in the tissue tract. This was surgically removed without incident. There was no further reported clinical sequela to the pt.

Manufacturer narrative:
Based on the provided info, investigation performed and without return of the complete device (balloon and advancer tube were not returned) the root cause of the reported balloon detachment could not be determined. It should be noted that the mynx instructions for use device removal step included the following statement: "if unusual resistance is felt during catheter withdrawal, pull the advancer tube and balloon catheter together through the tissue tract." There is no evidence to suggest that the mynx device did not meet specification or perform as intended. The review of the lhr (lot f1002506) did not exhibit any issue that suggests the device may have caused or contributed to the reported incident.